Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had several motor error alarms. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump failed the displacement test. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error, prime/compromised force sensor system, excessive no delivery and occlusion tests due to motor error alarm. The device was received with normal operating current. The device passed self test. Pump passed off no power test.